Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Manufacturer's ref. No: (B)(4). The device was not returned to mentor.

Event description:
It was reported that a (B)(6). Female patient underwent bilateral breast prostheses implantation with mentor saline implants on (B)(6) 2005. Patient presented with bilateral implant deflation with defective valves. She also reported mold, fungus and bio-toxins were leaking into her body. Patient had implants explanted on (B)(6) 2014. No further information was obtained.